Event description:
I received one treatment of laser genesis -cutera- from dr (B)(6) in (B)(6). Four days later noticed burning in sides of face. This persisted through my vacation the following week where the burning worsened and moved to my scalp and neck and my right arm was numb. I had intense pressure in my head and no tolerance for heat -could not- and still cannot- regulate, I barely sweat-. I was hospitalized in (B)(6) for treatment. Upon return my primary doctor -dr (B)(6), (B)(6)- diagnosed me with nerve damage from the laser. Treatment with neurontin has helped relieve the burning but obviously not a cure when I don't take the medicine. In addition to the burning head which is constant, and the numbness, my skin is scarred, has new lines everywhere, and the pores are huge in places I had no pores. I have no glow in my skin anymore, and people ask me what's wrong/am I sick. I don't even look like myself. Skin still swells constantly. I wish I had never been fooled by the hype of cutera and the cosmetic industry that this is a safe "lunchtime" laser with "no side effects" - and safe for all skin types. I'm left aged, haggard, nerve damaged after one treatment. This product needs to be removed from the market before it causes anymore hard. It's disgraceful and disgusting that there are no warnings for this product. None. I was treated by dr (B)(6) who used 6000 pulses at 13 joules. The recommended settings. Dose or amount: 13 joules. Frequency: 6000 pulses. Route: subdermal. Dates of use: 20 minutes, (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: improve skin tone.